Event description:
During follow-up, a sensing anomaly was observed. X-ray showed device migration and lead dislodgment. During the repositioning procedure, twiddler syndrome was confirmed. The leads were tangled and twisted. The device and leads were repositioned and remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.